Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model za9003 +20.0 diopter) was implanted into the patient's operative eye on (B)(6) 2018. After the implantation the surgeon realized that there was a kinked haptic, due to a bad load by the scrub technician. On (B)(6) 2018, the surgeon brought the patient back and cut the haptic as he thought that the haptic was rubbing against the cornea. The lens was not removed. No incision enlargement, no vitrectomy was performed and no patient injury was reported. Additional information was received and it was learnt that the lens was explanted on (B)(6) 2018 by a retinal specialist. It was noted that the patient is well. The explanted lens was discarded by the surgery center. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).